Event description:
The device was used during a laparoscopic cholecystectomy. It was reported the er320 fired the first clip and the second clip spit out upon release. There was not torquing on the instrument. The surgeon continued to use same instrument to complete case without further difficulties. The device came from a kit put together by allegiance.